Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support showed the battery depleted form 30% to 5% within 4 minutes. Reportedly the customer would continue to use the pump for insulin therapy.